Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Patient was asymptomatic. Programming changes were recommended.